Event description:
It was reported that the patient stopped breathing for a second when a system diagnostics test was performed during a new patient implantation surgery. A system diagnostic test was performed again with a lower output current and the event did not occur again. There was no reported issue with the device. There was no associated change in heart rate during the event. The patient's neurologist stated the patient did not have a history of apnea and that there was no obvious etiology of the apneic event. No additional or relevant information has been received to date.